Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the implantable cardioverter defibrillator delivered inappropriate high voltage therapy to the supra-ventricular tachycardia instead of tachycardia. The programming changes were discussed but have not been performed yet. No patient¿s symptom was reported and the patient would continue to be monitored.